Manufacturer narrative:
Date rec¿d by MFR: 27sept2019. Date of report: 30sept2019. The manufacturer's field service engineer (fse) could not duplicate the reported complaint. The manufacturer's field service engineer (fse) ran the unit for 1/2 hour and no alarm conditions occurred. Unit passed the performance verification test successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported many occurrences of patient circuit occluded error code that the respiratory therapist could not explain. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.